Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that one year and 9 months after the dental implants was installed in intraoral region #30 it was verified its loss of osseointegration. 60 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii - iii.